Manufacturer narrative:
Patient was persistent atrial fibrillation with biv ICD. Treatment was performed under general anesthesia. Carto was used with ice. Transseptal puncture performed with manufacturer sheath and amplatz wire - manufacturer representatives advised treating physicians multiple times that sheath was not designed for primary transseptal. No issues reported with transseptal puncture. Pentaray catheter used to collect geometry, voltage levels, and pv activity. Act's maintained at 300 or above. Post af ablation a cavo tricuspid flutter ablation performed with another manufacturer's catheter. No deficiencies were reported with any device.

Event description:
Patient was treated with heartlight system on (B)(6) 2019. Manufacturer representative was informed day after ablation procedure (april 12, 2019) that the patient had a stroke, severity unknown. No device deficiencies reported and physicians involved expressed doubt heartlight system was cause of stroke. However, relationship between the stroke and adverse event cannot be excluded. In addition to stroke, the manufacturer representative was informed patient was having groin issues post-procedure, severity unknown.